Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that a hole was burnt through the instrument main tube and part of the tube extension, indicating that arcing had occurred. A hairline crack was also found on the distal end of the main tube. Based on this discovery, engineering concluded that the instrument arced during a previous surgical procedure and the source of the arcing most likely originated from the crack found in the main tube. No other damage was found.

Event description:
It was reported that electrical failure was experienced with the is2000 monopolar curved scissors instrument. No further details were provided. No patient harm, adverse outcome or injury was reported.